Event description:
On (B)(6) 2026, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that during the esophagogastroduodenoscopy procedure, water dripped into the distal tip and went into a patient's mouth (while inserting), due to which the patient had a laryngospasm. This occurred with two patients. After the procedure was cancelled, both patients were well. Patient #1 rescheduled at another location to complete the procedure. The evaluation of the product confirmed there are no issues with dripping water into distal tip. Due to a laryngospasm to the patient during the procedure, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Importer MDR 1000513161-2026-00011 will be submitted for patient #2. Ref: fujifilm healthcare americas corporation complaint # (B)(4) (for patient #1).